Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
On (B)(6) 2024, a facility notification regarding the pmcf study was received via email. The facility representative reported that a patient suffering from collateral ligament instability underwent an lcl repair procedure. During the procedure, a swivelock anchor was implanted. Due to the patient's fall, fixation failed. The physician confirms the fixation failure occurred due to trauma. Revision surgery was performed as an additional treatment. The physician did not disclose the dates for either surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.